Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factor. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via right femoral artery using a 6f 50cm non bsc sheath. The 80% stenosed target lesion was located in the moderately calcified and moderately tortuous left superficial femoral artery. After a non bsc guide wire cross the target lesion, a 2.5mm x 220mm x 150cm coyote balloon catheter was advanced. The balloon was inflated but failed. The device was removed from the patient. Upon inspection of the device, it was found out that the balloon ruptured longitudinally. The procedure was completed using another of the same device. No patient complications were reported and the patient's status is good.